Event description:
It was reported that two pieces of v.a.c. Granufoam dressing were surgically removed from a pt's dehisced abdominal wound in 2008. The patient was on v.a.c. Therapy six days in 2008. In 2008, a home health nurse reported that she was unable to remove the foam dressing from the wound.

Manufacturer narrative:
It is unknown how long the dressing was left in place prior to the home health agency nurse attempt to remove it. The instructions for use supplied with the v.a.c. Therapy unit and with the dressings includes the following statements regarding foam dressing placement and removal: "do not place any form dressing into blind/unexplored tunnels." "Always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart." "V.a.c. Dressing should be changed every 48-72 hours; but no less than 3 times per week." "V.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."